Event description:
The customer reported that the pidrive motor inside the cutter broke at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Event description:
The customer reported that the pidrive motor inside the cutter broke at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Additional information: d4 gtin.